Event description:
It was reported that, "customer called and said plate was found bent inside of aviator loaner tray. Customer was asked if all instruments were functional and used "yes" instruments were received severely bent. Action taken: all items were replaced."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.